Event description:
It was reported that this pacemaker exhibited a remote monitoring disabled (rmd) alert after the device battery reached greater than 90 days past the explant date. Technical services (ts) reviewed the available information and discussed that the device was likely in a battery capacity depleted (bcd) state and operating with defined pacing parameters. Ts recommended device replacement and return of the device for analysis. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this pacemaker was successfully explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product is expected to return.

Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b and field h6: device codes, section h.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited a remote monitoring disabled (rmd) alert after the device battery reached greater than 90 days past the explant date. Technical services (ts) reviewed the available information and discussed that the device was likely in a battery capacity depleted (bcd) state and operating with defined pacing parameters. Ts recommended device replacement and return of the device for analysis. No adverse patient effects were reported. This pacemaker remains in service.